Event description:
Boston scientific received information that during a routine follow up in clinic, interrogation of this implantable cardioverter defibrillator (ICD) revealed that the device reached end of life (eol) eighteen months post implant. Additionally, the local field representative reported that following the initial interrogation, only limited device data was able to be viewed. An attempt was made to review the battery data again, however, the data was blank. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Visual inspection of the exterior of the device noted no anomalies and an x-ray of the device did not identify any abnormalities. A longevity calculation confirmed the device longevity was not as expected. Upon interrogation, the device was observed to be at a battery status of explant with limited device functionality. The device was put through a series of automated diagnostic tests that verify device functionality commensurate with battery status. The device did not pass the right ventricular (rv) pacing rate test. Rv pacing therapy was not available, however, defibrillation therapy was available. The device case was opened for further testing of the internal components. The battery voltage was measured to be 2.8 volts. The battery was removed and replaced with an external power supply set to 3.2 volts. Once this normal battery was connected, a high current drain was detected. In order to determine the source of the high current drain, internal components were individually tested. Detailed analysis isolated the source of the current drain to a mixed mode integrated circuit (mmic) die transistor. This component was removed and polished down in an attempt to determine root cause. During direct probe, electrical overstress was induced and; subsequently, no further testing was able to be performed.